Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, an issue occurred during the general surgical procedure. The procedure was completed as planned by using only the live fluoro. The field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system logfiles found that there was a malfunction with the frontal ippc. Upon troubleshooting actions, fse identified that there was a memory space issue due to the ippc. The defective part was returned for analysis, and it was concluded that the cause of the ippc was failing due to the hdd bay. The fse replaced the ippc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed the message "image disk full" and images cannot be saved. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.